Event description:
It was reported in a literature publication that the patient was referred for bone grafting and implants to the left posterior mandible. The patient presented with missing left mandibular first and second molars and an associated bony defect. A synpore barrier was contoured and secured. Rhbmp-2 soaked collagen was placed against the alveolar ridge and under the barrier. Three months postoperatively, a wound dehiscence developed, and the barrier was exposed at the crest of the ridge. The patient was given wound care instructions and prescribed chlorhexidine rinses twice a day. The membrane and associated graft were maintained for 6 months. At 6 months postoperatively, the membrane was removed. The grafted region of the alveolus was found to have successfully gained width, but the vertical component of the graft was not successful.

Manufacturer narrative:
Literature article citation: hart and bowles. Reconstruction of alveolar defects using titanium-reinforced porous polyethylene as a containment device for recombinant human bone morphogenetic protein 2. J oral maxillofac surg, 2011 (doi:10.1016/j.joms.2011.09.025). (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.